Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drips of insulin exit the infusion tubing during the load fill tubing sequence. Blood glucose level was impacted (247 mg/dl), and was addressed by delivering a bolus, via the pump. The customer changed out the cartridge and was able to resume insulin delivery.